Event description:
Event description boston scientific received information that this patient had two left ventricular leads implanted. One lead in the posterior lateral in the right ventricular port and the other in the left ventricular port. The lead implanted in the right ventricle displayed loss of capture and diaphragmatic stimulation as a result of dislodgement.